Event description:
Pt initials: (B)(6). Date of awareness: (B)(6) 2023. Provider rems ID: 882. Reporter: provider. Hospitalization start date: (B)(6) 2023. Hospitalization end date: (B)(6) 2023. A72 yo female on ambrisentan and veletri for pulmonary htn. Upon routine chart review, provider noted pt with history of pulmonary htn recently hospitalized for possible cellulitis around hickman catheter site presented at ed (B)(6) 2023 with generalized weakness and mild hypotension. Labs show acute anemia compared to 2 weeks ago, admitted for anemia due to acute blood loss. Following admission, the patient received vitamin k for reversal of elevated inr. She was transfused 2 units of prbcs(packet red blood cells). She underwent egd with findings of diffuse gastropathy . She will take ppi(probon pump inhibitors) bid(twice a day), warfarin will be held for now. Patient discharged home (B)(6) 2023 in stable condition. Refer to add'l documents in i2k.